Manufacturer narrative:
The system was re-evaluated in house. It was impossible to reproduce the reported issue. The unit passed the full system and surgeon mode check. The system is ready for clinical use.

Manufacturer narrative:
A service technician evaluated the unit on site. The problem was duplicated by pressing every function until the cassette rejected. The error message "the air pressure output is lower than commanded." Appeared several times. The unit has been received and will undergo further testing.

Event description:
The nurse reported that everything functioned as required until switching from vitrectomy to visco mode at which point the cassette ejected. The patient suffered an intravitreous hemorrhage and has since recovered. Additional information has been requested.